Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 509 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was initiated and there were no apparent anomalies noted with the insulin pump. However, there was one air bubble found in the tubing. The insulin pump was not returned for analysis.